Manufacturer narrative:
Investigation summary: review of customer data show issue most likely caused by carry-over of the positive control with use and removal of sealing film. Workflow improvements were identified and put in place by the customer. Follow up showed issue has resolved. Root cause: technique causing carry-over. Source: email.

Event description:
Customer reporting false positive sars result on asymptomatic nursing home patient. No confirmation testing was performed.